Manufacturer narrative:
B3: date of event is an estimation as the exact event date was not provided. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test performed with a blood sample on an unknown date. A confirmatory test for the patient was performed with negative results. Additionally, the patient took a second rapid test (brand unknown) and received negative results. The patient did not have any underlying conditions and was not on any medication. No additional information, including treatment and outcome, was provided.

Event description:
The customer reported two (2) false positive results with the determine hiv 1/2 ag/ab combo test performed with blood samples on unknown dates. This report is for patient one (1) of two (2). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test performed with a blood sample on an unknown date. A confirmatory test for the patient was performed with negative results. Additionally, the patient took a second rapid test (brand unknown) and received negative results. The patient did not have any underlying conditions and was not on any medication. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: date of event is an estimation as the exact event date was not provided. Correction: d4: serial number na. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000930923 with internal positive quality control samples and negative quality control samples. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 0000930923, device part number 10732998 / lot 938702. The lot met the required release specifications. As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000930923, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.